Manufacturer narrative:
Radiographs were received depicted a loose/disassembled lock screw from the right l2 pedicle bone screw. No compatibility studies have been done for the use of a seaspine pedicle screws interacting with competitor's "annex" adjacent level system rods. It is unknown if the rod was properly fixated or can be properly fixated. It is unknown if the malfunction/rotation of the left interbody caused or contributed to the instability of the segment. No product information or explants have not been received and no further product evaluation can be completed. It is unknown if the patient complied with post-op care instructions. There was no report that the patient sustaining an impact/trauma of some sort. The true root cause of this event cannot be determined. No conclusions can be drawn. Review of labeling notes. Labeling, warnings and precautions: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock. If the construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. The patient should be advised that implants may bend, break or loosen despite restriction in activity.

Event description:
Prior to the index surgery, patient had spine fusion and existing construct from l3-l5. On (B)(6) 2017, patient received posterior lumbar interbody fusion (plif) involving two competitor's (globus) expandable interbody implants (left side implant has rotated and collapsed) and competitive (spine wave- annex) adjacent segment rod (l2-l3) attached to two seaspine pedicle bone screws l2. At six weeks during routine follow up, radiographs depicted a disassembly of the right l2 set screw. The patient was asymptomatic. On (B)(6) 2017 patient was revised with competitor's product to stabilize the construct.